Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device 60-6085-201a medium, uterine manipulator was being used during a robotic lavh on an unknown date and there was a ¿hole in balloon.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.